Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that while the customer was testing the vela ventilator prior to being placed on a patient, the device alarmed transducer fault. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.

Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported problem was confirmed and duplicated. The root cause was assigned to pressure transducer failure.